Event description:
It was reported that during the implant procedure the patient's blood pressure dropped and tamponade was suspected. It was also noted that a cardiac window was performed and the patient died while in the surgical suite.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.